Manufacturer narrative:
Exemption number e2015058. The history log shows the pad-pak was first installed on the 23rd june 2010 and self-tests up to the 10th april 2016. Manual power ups are recorded during all of which an in-range patient impedance was detected. On four occasions a shock was delivered followed by an additional power up in which no shock was advised. The device recorded manual power ups of ten minutes duration between the 14th april 2016 and the last log entry on the 3rd june 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.